Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. The surgeon refused to provide any f/u info. (B)(4).

Event description:
The surgeon reported that, during intraocular lens (iol) implant surgery, the lens "popped rapidly and the posterior capsule was torn". The lens was removed and an anterior vitrectomy was performed in the same procedure. The surgeon attributes this event to this inexperience with the device. The surgeon refused to provide any f/u info.